Event description:
A gap appeared between the plunger and the bung [device failure]. Hypoglycaemia resulting in hospitalization [hypoglycemia]. The black internal plunger was not engaged correctly against the insulin bung [device failure]. Hypoglycaemia [hypoglycaemia]. Case description: medical device info: class iib. This spontaneous case from the (B) (6) was reported by paediatric nurse as "a gap appeared between the plunger and the bung", "hypoglycaemia resulting in hospitalization", "hypoglycaemia" (non-serious event), "the black internal plunger was not engaged correctly against the insulin bung and hypoglycaemia" and concerns a (B) (6) male pt using 2 different novopen 4 (insulin delivery device), (start and stop date unk) due to device therapy. Pt's height: (B) (6) centimeters. Medical history: not reported. On (B) (6) 2009, the pt experienced 2 severe hypoglycaemias, one of which resulted in hospitalization. The second hypoglycaemic episode was dealt with by the pt's mother at home. The child's diabetes control was usually very good and he has not experienced any problems in the past. His hba1c (glycosylated haemoglobin) was normally 7.7. Following the 2 severe hypoglycaemic episodes, it became evident that the novopen 4 used to administer mixtard 30 (dual-acting human insulin) was faulty. When preparing to dial the pen, a gap appeared between the black plunger and the orange bung. The pen was changed and the same event occurred again 5 days later with the new pen. The second pen was changed and the problem did not recur. The pt used 5 ml bd microfine needles and the pen was not stored with the needle attached. Due to the events, the pt has switched from using mixtard 30 penfill via novopen 4 to mixtard 30 flex pen. The pt was reported as fully recovered from all events.